Event description:
It was reported that the patient received a vibratory alert and presented in clinic for follow up. Upon review, it was noted that the implantable cardioverter defibrillator exhibited premature depletion of the battery which triggered the alert. The patient was stable. The device was explanted and replaced. No further information was reported.

Manufacturer narrative:
Correction: the previously reported vibratory alert that the patient felt was for a battery performance alert (bpa) advisory. Correction: (B)(4). Correction: recall and z-0003-2018 should have been included on the initial MDR. Premature battery depletion was confirmed by analysis. A device evaluation was performed, and no sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.

Event description:
The vibratory alert that the patient felt was for a battery performance alert (bpa) advisory.

Event description:
New information received noted that the implantable cardioverter defibrillator was explanted and replaced on (B)(6) 2018. The patient's condition was stable before, during, and after the procedure.